Event description:
Nurse was attempting to insert catheter and the tip of the catheter split. A second stick to the patient was required, however, there was no injury to the patient. A similar issue with a different lot number has occurred at this facility in the past.